Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the bronchofibervideoscope had no image. The event occurred during set up, prior to use. There were no reports of patient involvement.